Manufacturer narrative:
No product has been returned and an extended investigation has been performed for the reported complaint. There was no indication that the product did not meet specification. Optium meter 1 button meters are guaranteed to be free from defects in material and workmanship for a period of no more than 4 years from the date of purchase. As the manufacturing date of this product is before 2010, it has been in distribution beyond its useful life. Since the product exceeded its useful life, it is determined to have met specification when the product was released and through its lifespan. Therefore, no further investigation activities are required. If the product is returned, the case will be re-opened and a physical investigation will be performed.

Event description:
Customer reported being unable to test due to her adc blood glucose meter shutting off after a blood sample was applied. Customer experienced symptoms described as "lack of strength, feeling unwell, dizziness". Customer had contact with the healthcare provider who diagnosed the customer with hyperglycemia and administered 20 units of insulin via im. There was no report of death or permanent injury associated with this event.

Manufacturer narrative:
The product has been requested back for an investigation. A follow-up report will be submitted once additional information is obtained. The device mfg date is unknown. The date entered is the date abbott diabetes care became aware of the event. All pertinent information available to abbott diabetes care has been submitted.

Event description:
Customer reported being unable to test due to her adc blood glucose meter shutting off after a blood sample was applied. Customer experienced symptoms described as "lack of strength, feeling unwell, dizziness". Customer had contact with the healthcare provider who diagnosed the customer with hyperglycemia and administered 20 units of insulin via im. There was no report of death or permanent injury associated with this event.